Event description:
It was reported to philips that the system failed to boot up successfully. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. A review of the system logfile found that there was an issue with the geo ipc and flexvision pc. Upon troubleshooting actions, fse found that there was no video on the flexvision monitor, power was not supplied to the touch screen module in both the operation room and examination room and the control room live and reference monitor because the power supply inside the geo ipc failed and the l1 breaker of the mpdu in the m cabinet was shut off. Fse replaced the geo ipc and downloaded the software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.